Event description:
During the early morning hours of (B)(6) 2019, the servers that power the dexcom follow application failed. As a result, caregivers were unable to access critical data on their children¿s blood glucose levels. The outage persisted for over 48 hours. The incident was particularly dangerous because: it occurred during the overnight hours, when caregivers were generally asleep and rely on alarms from the dexcom follow application to alert them if dangerous drops in patient blood glucose levels. There was no alert of the failure. Dexcom provided no acknowledgment of the issue of the issue for nearly 12 hours, after which they made a simple two sentence notification of the outage on (B)(6). Prior to the announcement, frantic parents were troubleshooting their devices unaware that the issue was the dexcom servers. Dexcom provided no acknowledgement of the issue for nearly 24 hours on its own website. The outage continued for two full days. This failure, and the company¿s disastrous response, left endangered the lives of the children whose parents rely on the dexcom follow application to monitor their children¿s blood glucose levels. FDA safety report ID # (B)(4).